Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they applied the device on the stomach in a robotic laparoscopic pancreatectomy procedure, the patient had a bleeding. They used the cautery to contain the bleeding.